Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of sensor pod the sensor wire was detached and found inside the applicator. The sensor insertion was at the buttocks on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.